Manufacturer narrative:
No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify frozen display and a21 alarm due to buttons not responding. Device received with broken reservoir tube lip. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error, they removed the battery and insulin pump error alarm occurred. Customer stated that the time did not advance. Customer was able clear the alarm. Customer stated that the insulin pump had crack on reservoir compartment and the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.